Event description:
Problem started with tingling/shocks down my legs. I started falling down and it became harder and harder to walk. I fell head first out of the shower causing a head injury and damage to my bathroom. Prior to this I was walking miles/wk. I sought multiple doctors locally and was waiting for an appointment at (B)(6). It got so bad I needed a walker to get across the room. I had to manually pick up my legs. I live alone in the country with no other transportation options so I had no choice but to drive. I have damage to my vehicle because I had to lift my leg to stop decreasing reaction time. I lost a job. I had to emergently go to (B)(6) before my appointment because I couldn't feel anything below my umbilicus. I was admitted for emergency surgery. The probes migrated and calcified to my spine crushing nerves. The device was removed after sawing probes off my spinal cord. I had to get that area in my spine fused. I had to learn to rewalk. Only about 40% of feeling returned to my legs and still can't feel my right foot. I have to take medication for neuropathy and pain. I was never given any information about this being a possible adverse issue. Told by abbott representatives device was fine.